Event description:
It was reported that true noise was observed on the right ventricular lead. A merlin.net transmission confirmed the noise. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.